Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the faulty ssc touch screen computer to resolve the issue. System was tested and ready for use. Intuitive surgical, inc. (Isi) received the ssc touch screen computer involved with this complaint and completed the device evaluation. Failure analysis (fa) could not reproduce the reported failure, however, the error/fault was confirmed in the error logs. When reviewing the remote error log, there were several 75 errors with p1 value of 0x3, which means the startup was not successful. Fa installed the unit on the printed circuit assembly (pca) system. Fa programmed the compact flash card with no issues. Then fa calibrated the unit successfully and all of the touch functions were tested and passed. Fa booted up the system in normal mode, let sit idle for 10 minutes, and then power cycled the system 20 times with no issues. It was recommend to send to the original equipment manufacturer for evaluation and replace the new compact flash. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed error 75 that was related to the reported complaint occurred during the pulmonary lobectomy surgical procedure. Additional log reviews confirmed that system sk0288 was used on 15-apr-2022. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: during a da vinci-assisted pulmonary lobectomy surgical procedure using a dual surgeon side console (ssc) one of the ssc was non-functional due to a faulty ssc touch screen. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure using a dual surgeon side consoles (ssc) setup, the touchpad on one of the surgeon side console (ssc) was blank. The system logs confirmed error 75 reported by the surgeon side console 1 touchpad controller (tpc). The customer continued the procedure on the second ssc. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.